Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the patient's blood glucose (bg) dropped to 56 mg/dl with perspiration after the pump delivered three boluses that were reportedly not programmed by the user. The boluses were reportedly all delivered via the normal bolus feature, and the reporter noted that the patient always uses the ezcarb or ezbg features and not the normal bolus feature. The boluses in question occurred as follows according to the reporter on (B)(6) 2012: 5.65 units at 9:23 am, 5.00 units at 9:47 am, and 6.3 units at 9:58 am. The patient reportedly discontinued the pump and drank juice throughout the day until his bg rose to 285 mg/dl at 3:30 pm, at which time the patient resumed insulin pump therapy and delivered an ezbg bolus of 5.5 units. The reporter denied any keypad button responsiveness issues. The reported bg excursion does not meet the definition of a serious injury. This complaint is being reported due to the allegation that the pump delivered boluses that were not programmed by the user.

Manufacturer narrative:
(B)(4):a review of the bolus history shows the following boluses were programmed and delivered on (B)(4) 2012: 5.65 units at 09:23, 5.80 units at 09:47, and 6.30 units at 09:58. The pump was tested for 24 hours with no unprogrammed boluses occurring during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and no hypersensitivity was observed. The complaint could not be duplicated on investigation.